Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for a pulse field ablation case. During the procedure, it was mentioned that while trying to go transseptal, the nrg rf needle was unable to cross the septum. Three attempts to deliver radio frequency were done, with no success. Therefore, the device was pulled out found to have its tip broken. The device was then replaced, transseptal puncture was achieved and the procedure was completed successfully. No patient complications were reported. The device will not return for analysis. No other issues were reported.